Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument tip did not open, so I tried to remove the instrument, but it wouldn't come out. I managed to remove it with difficulty, but the tip was misaligned, so the retractor is not coming out. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. Instrument was in strong grip mode. There were no other collisions. There were abnormalities with the instrument. Jaws were not stuck on tissue. No unexpected tissue removal. No bleeding. Instrument available for return. No recording or image available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.